Event description:
On (B)(6) 2013, the patient contacted animas alleging that the subject pump would revert to the default date/time with every battery change. At the time of the call, the patient mentioned that on some occasions, she¿s noticed that the pump is set with incorrect time and date; however, was unsure if date/time was incorrect due to her programming the time/date incorrectly or as a result of the pump resetting on its own. The patient reported that on (B)(6) 2013 she was hospitalized for a high blood glucose excursion. The patient stated her blood glucose level was approximately 500 mg/dl with symptoms of severe vomiting and extreme thirst. The patient reported being treated with IV fluids and IV insulin drip and discharged on (B)(6) 2013. At the time of the call, the patient informed the animas representative that she was diagnosed with a bladder infection; however, her doctor was unsure if bladder infection was the cause of her hyperglycemic episode. It is not known if the subject pump was set to the incorrect time prior to developing signs/symptoms suggestive of hyperglycemia. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: the black box indicates a time and date reset in within 13hrs 44mins of powering off the pump. Pump was exercised for 24hrs to ensure the bt1 component was fully charged.. After 24hrs the battery was removed for 6hrs and bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. Pump successfully completed a delivery accuracy test. To further investigate the pump cover was removed; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.